Event description:
Reportedly, hearing performance with the device is affected. The user went to the clinic for a technical check as the user had no hearing perception after a trauma to the head from falling down. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, hearing performance with the device is affected. The user went to the clinic for a technical check as the user had no hearing perception after a trauma to the head from falling down. The loss of sound was sudden. The user was re-implanted on (B)(6) 2021.